Manufacturer narrative:
Product analysis: analysis was able to confirm that customer comment that the stylus of the programmer was not calibrated correctly and the stylus was noted to be off calibration. The connector between the xy board and overlay was reseated and the stylus calibrated. It was further noted that the stylus cable was pinched but functional and the stylus was calibrated and replaced. It was further noted that the handle covers were cracked and they were replaced. The hard drive was reloaded and software updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was not calibrated correctly. The user replaced the stylus and attempted re-calibration however this did not resolve the issue. The programmer was received into service. There was no patient involvement.